Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain and burning sensation. The patient also had inadequate stimulation due to high impedances and lead migration which was confirmed in fluoroscopy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.